Event description:
Sling was removed after protruding through vaginal well. Ongoing incontinence problems, bladder very large and not emptying properly resulting in cathetering 2-3 times daily. Ref #mw5022572.